Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located at the distal end of the distal markerband. The device failed to inflate to rated burst pressure (rbp). Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the third inflation at 17 atmospheres for 16-18 seconds, the balloon ruptured. The balloon was removed with no pieces of detached segment left inside the patient's body. The procedure was completed with another of same device. There were no patient complications reported, and the patient was in stable condition.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the third inflation at 17 atmospheres for 16-18 seconds, the balloon ruptured. The balloon was removed with no pieces of detached segment left inside the patient's body. The procedure was completed with another of same device. There were no patient complications reported, and the patient was in stable condition.